Event description:
Reporter reports the connection to the pt connector of a uv transfer set to a baxter titanium adapter was loose and would not tighten after an unk period of use. The affiliate reports no pt injury of medical intervention as a result of the incident.